Event description:
Analysis of the returned generator showed that the device performed according to functional specifications. There were no anomalies found with the pulse generator. Analysis of the returned lead portion found the outer silicone tubing abraded open. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the ends of the returned lead portion. A torn/break was identified at the end of the positive coil. Scanning electron microscopy images of the positive coil show that the positive coil was torn (due to rotational forces) as indicated by the appearance of the coil¿s strands. Although, not conclusive, it appears this observed condition is the result of the explant procedure. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which had a break/tear most likely related to the explant procedure. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the device was programmed off and the patient was referred for x-rays. It is unknown if x-rays will be sent to manufacturer for review. No patient manipulation or trauma occurred that is believed to have caused or contributed to a death or serious injury. Surgery is likely, but has not occurred to date.

Event description:
It was reported x-rays did not show a fracture and the physician believes there is a microfracture. Surgery was scheduled and the patient underwent generator and lead replacement on (B)(6) 2014. The generator and lead were returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.